Manufacturer narrative:
D10 concomitant product: unknown endo gi, unknown endo gia instrument, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a gastric sleeve procedure, at the third firing in the stomach, the staples did not crimp correctly. The reloads pushed out the tissue. The staples were malformed. The staple line was incomplete distally and the reload partially cut the tissue as though the surgeon stopped the stapling process. There was bleeding. The staple line was resected and re-stapled to fix the issue. The procedure was extended for 10 to 15 minutes.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photo(s) noted one image of a staple line. Loose fully formed staples could be seen in the staple line. The staple line could not be properly examined due to image quality. Other metal objects could be seen embedded inside of tissue. A visual inspection of the reload was fully fired with the interlock engaged. The reload had damage to the cutting edge of the knife blade. There were fully formed staples with the reload. Functional testing found, when the reload was loaded into a representative instrument, that the interlock was overridden, the reload was cycled without hesitation or binding and was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that there was poor staple formation and that the tissue was bunching during the advancing of the knife blade. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device partially fired. The repo rted issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a gastric sleeve procedure, at the third firing in the stomach, the staples did not crimp correctly. The reloads pushed out the tissue. The staples were malformed. The staple line was incomplete distally and the reload partially cut the tissue as though the surgeon stopped the stapling process. There was bleeding. The staple line was resected and re-stapled using a new reload and the same handle to fix the issue. The procedure was extended for 10 to 15 minutes.

Manufacturer narrative:
Additional information: b5, d10, g3 d10 concomitant product: egiauxl, egiauxl endogia ultra univ xl stapler, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.